Event description:
This account had an issue with hemoglobin results which do not correlate with hosp lab analyzer (methodology unknown). The customer states that suspect results were produced from fingerstick specimens. The site is an oncology facility. Pt sample originally produced a hgb result of 4.9g/dl. A different sample was run at a hosp lab producing a result of 12.2g/dl. There has been no report of impact to the pt or pt management.